Event description:
It was reported that during an angioplasty procedure, the shaft was allegedly separated from the balloon. Reportedly, the balloon that separated was removed and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation along with an unknown brand portion of a catheter. Residue was noted throughout the catheters. Due to the nature of the received samples, no functional testing was performed. Therefore, the investigation is unconfirmed for the reported detachment as a detached catheter was received but of an unknown brand, and the ultraverse 035 was received intact with no detachment. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the shaft was allegedly separated from the balloon. Reportedly, the balloon that seperated was removed and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.